Event description:
Arrest cassette and additive cassette on quest mps cardioplegia unit was defective on friday, (B)(6) 2014 open heart surgery case. The cassettes were changed out and no sequelae to the pt. Bench test with the cardioplegia unit was performed on monday, (B)(6) 2014. I called quest and spoke with a tech there named (B)(6). I ran a test with the defective cassettes and then again with new cassettes from a different lot number. The different lot number cassettes worked flawlessly while the original cassettes duplicated the fault detected on friday's case. After consulting (B)(6) from quest he agreed with the findings and asked me to send the defective cassettes back to quest for further eval. (B)(6) also started that he also had a complaint from his (B)(4) supplier of the mps with the same problem. Quest mps lot number for defective disposable: 0461104206; reference number: (B)(4), name: del set w/aa w/305cm trl line. Date of manufacture: 01/2014. Date of expiration: 01/2017.